Event description:
It was reported that oversensing was noted on this lead. The patient was admitted for replacement. The lead was capped and a new lead was implanted. Initial information regarding this incident was received from the mhra via a user report in october 2025. The serial number provided in the report was incorrect, and the healthcare facility in the UK was initially unknown. This discrepancy was communicated to the mhra. Attention was drawn to the event following a request from the scottish authority (iric). It was therefore decided to record the case in the complaint system without a serial number. The healthcare facility was subsequently confirmed based on the iric information.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.